Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, vaginal delivery, cholecystectomy, blurred vision and photophobia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), arthralgia ("both hips pain"), pain in extremity ("legs pain"), back pain ("back pain"), neck pain ("neck pain") and musculoskeletal pain ("shoulders pain"), underwent urinary bladder suspension ("bladder sling with anterior/posteri or repair") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, acne, migraine, headache, nausea, fibromyalgia, urinary bladder suspension, fatigue, weight decreased, constipation, alopecia, abdominal pain, arthralgia, pain in extremity, back pain, neck pain and musculoskeletal pain outcome was unknown, the depression and anxiety was resolving and the paraesthesia and hypoaesthesia had resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, urinary bladder suspension, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she tolerated the procedure well current weight 1336 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, vaginal delivery, cholecystectomy, blurred vision and photophobia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient underwent urinary bladder suspension ("bladder sling with anterior/posteri or repair"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), arthralgia ("both hips pain"), pain in extremity ("legs pain"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain") and menopause ("hormonal changes describe: menopause post hysterectomy"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, acne, migraine, headache, nausea, fibromyalgia, urinary bladder suspension, fatigue, weight decreased, constipation, alopecia, abdominal pain, arthralgia, pain in extremity, back pain, neck pain, musculoskeletal pain and menopause outcome was unknown, the depression and anxiety was resolving and the paraesthesia and hypoaesthesia had resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, fatigue, fibromyalgia, headache, hypoaesthesia, menopause, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, urinary bladder suspension, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she tolerated the procedure well current weight 1336 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. On (B)(6) 2018 patient underwent bladder sling with anterior/ posterior repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received. Lab data updated. Event: hormonal changes describe: menopause post hysterectomy newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, vaginal delivery, cholecystectomy, blurred vision and photophobia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), arthralgia ("both hips pain"), pain in extremity ("legs pain"), back pain ("back pain"), neck pain ("neck pain") and musculoskeletal pain ("shoulders pain"), underwent urinary bladder suspension ("bladder sling with anterior/posterior repair") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, acne, migraine, headache, nausea, fibromyalgia, urinary bladder suspension, fatigue, weight decreased, constipation, alopecia, abdominal pain, arthralgia, pain in extremity, back pain, neck pain and musculoskeletal pain outcome was unknown, the depression and anxiety was resolving and the paraesthesia and hypoaesthesia had resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, urinary bladder suspension, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she tolerated the procedure well current weight (B)(6) lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Laboratory data, medical history were added. Updated suspect drug indication. Event injury nos replaced with pain, vaginal bleeding, menorrhagia, depression, anxiety, acne, migraines, headaches, nausea, fibromyalgia, tingling, numbness, bladder sling with anterior/posterior repair, fatigue, weight loss, constipation, hair loss, abdominal pain, both hips pain, legs pain, back pain, neck pain and shoulders pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.